Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the catheter "appears to be leaking from the white lumen, inside the white hub. If the white hub and tubing were perfectly straight, it did not leak. If the tubing was bent or angled, then the fluids were leaking. Original catheter was inserted on (B)(6) 2025. It is a double lumen PICC trimmed to 25cm and placed as a tunneled central line. Guide wire exchange completed on (B)(6) 2025 due to the leaking catheter". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4) other remarks: n/a, corrected data: n/a.

Event description:
It was reported that the catheter "appears to be leaking from the white lumen, inside the white hub. If the white hub and tubing were perfectly straight, it did not leak. If the tubing was bent or angled, then the fluids were leaking. Original catheter was inserted on (B)(6) 2025. It is a double lumen PICC trimmed to 25cm and placed as a tunneled central line. Guide wire exchange completed on (B)(6) 2025 due to the leaking catheter". No patient harm or injury. The patient status is reported as "fine".